Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not properly installed". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was received with a damaged lens. There was a "cassette not attached properly" alarm found in the event log. Sensor and functional tests were performed on the pump. The reported "cassette not attached properly" issue was duplicated. Visual inspection revealed trace amounts of fluid inside the downstream occlusion sensor (dso). The dso will be replaced to resolve the issue.

Event description:
Additional information was received that there was no patient involvement; the issue was discovered during regular preventative maintenance.